Event description:
It was reported that during insertion of the iab, resistance was encountered, however, insertion was successful. At the onset of pumping "high pressure" alarms and "helium loss" alarms were experienced. Because of this, the iab was removed and replaced. There were no patient complications.